Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was on bluescreen. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had displayed a blue screen. The technical support specialist dialed into the station and found it displaying a black screen. An attempt was made to reboot the station, but it did not respond initially. After approximately 15 minutes, the station rebooted on its own. Once restarted, the station launched normally. The customer tested the system and was able to log in successfully, with the patient information also displaying correctly on the screen. The system functioned as intended after the technical support specialist troubleshot the device.